Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 clips were fired and going above the jaws. Then the device has one deformed clip in the jaw. Another instrument was used to complete the case. There was no consequence to the pt.